Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and return of malfunctioning pump within required timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.